Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "repeated false door open alarms," which was reproduced at power up. The symptom was confirmed through review of the event history log by the presence of "door jammed!" In the log. Internal inspection found the upper link screw to be loose. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed "repeated false door open alarms." Any patient involvement, injury or medical intervention is unknown.